Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had air bubbles in tubing which was large in the size. Customer states that they had high blood glucose of 300mg/dl at time of incident and current blood glucose was also 300mg/dl. Customer treated high blood glucose with needles and had symptoms like thirstiness. Customer advised to change entire set. Insulin pump will not be return for analysis.